Event description:
It was reported that the patient underwent a transforaminal lumber interbody fusion at l4-5. It was reported that the set screw stripped during insertion at the left l5 bone screw. The extender was removed and the screw was removed and replaced which was successfully broken off.

Manufacturer narrative:
(B)(4): this part is not approved for use in the united states; however a like device catalog # 5440430, 510k # k102555 was cleared in the united states. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Manufacturer narrative:
Macroscopic and optical examination revealed minor thread crest and flank damage. The screw would still engage in a sample mas screw. The above observations are consistent with misalignment of the mas and set screw threads during construct assembly.